Event description:
It was reported by the patient¿s the caregiver that there were possibly tones coming from the cardiac resynchronization therapy defibrillator (crt-d). Device evaluation showed that no patient alerts have triggered. It was noted that the patient¿s device has been turned off for hospice care. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194-88 lead, implanted: (B)(6) 2014. (B)(4).